Event description:
A customer contacted beckman coulter regarding a false negative (-) total bhcg (tbhcg) result from a single patient sample that was generated by the access 2 instrument. An initial tbhcg result was "0.5mlu/ml". The customer indicated that the patient origi;nal sample was used in a correlation study performed on another instrument in their lab a month later. The tbhcg result obtained from the correlation study was 66.34mlu/ml. The physician was notified. The customer then re-tested the patient original sample for tbhcg on the access 2 instrument. Per customer, the repeated result was "positive"; however, the actual tbhcg result was not provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.